Manufacturer narrative:
This report is submitted on january 09, 2024.

Event description:
Per the clinic, the patient experienced a skin flap infection in (B)(6) 2023, exposing the receiver/stimulator. The patient was hospitalized for two weeks (specific date not reported) and was treated with injectable antibiotics, however, the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2023, in order to explant the device and the patient underwent a skin revision during the same surgery. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 17, 2024.